Event description:
Customer reported device switched from st mode to CPAP mode while in use on a pt. Customer reported pt suffered respiratory failure as a result. It was reported there was pt involvement and harm to the pt.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.